Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Complaint for deflation was not confirmed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor siltex round moderate profile 325cc saline breast implant, catalog number 3542650, lot 5563970. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 325cc saline breast implants which the right side deflated, and issue with capsular contracture baker grade ii after implantation. The issue was confirmed by visual examination. As a result patient underwent bilateral removal and replacement with mentor gel implants as follow: left replaced serial number (B)(4), and right was replaced with (B)(4) on (B)(6) 2018. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered.